Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump has scratch on display screen. The pump and the patient were not available at time of call. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the display lens is scratched. Display functions normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.